Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, high pacing impedance was noted on the left ventricular lead. No intervention has been performed at this time. The patient was stable will continue to be monitored.